Event description:
It was reported while using bd alaris smartsite needle-free valve there was a clog. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: when the nurse was using the joint to exhaust gas, she found that the needle was blocked and could not be pushed. A reply letter of complaint is required, photos can be provided, there is no need for green claim, the sample can be returned.

Manufacturer narrative:
D.4. Medical device lot #: 23025308 was reported, however, this is not a lot # manufactured for the reported catalog #. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: one 2000e product from lot 23025308 was received without packaging for investigation. The feedback provided by the customer suggests a complete occlusion was detected during use of the smartsite device in connection with a lingyang syringe. A visual inspection of the returned sample did not identify any obvious damage or manufacturing defects which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the returned sample to a 50ml bd plastipak syringe from stock and attempting to flush with fluid; the piston of the smartsite opened and no occlusions or flow restrictions were detected throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 23025308 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. Please note previous investigations have determined that features on the surface of the male luer of the connecting products may contribute to the reported occlusion. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance as the connecting product was not returned for investigation it was not possible to determine whether this may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months. H3 other text: see h.10.